Manufacturer narrative:
The device was returned and investigated. The reported difficult to remove the cds from the steerable guide catheter (sgc) and material separation of the clip were confirmed via returned device analysis. The reported inability to close the clip (difficult to open or close) could not be replicated in a testing environment due to the returned condition of the device (clip was detached and only attached by the lock line via harness). Additionally, a threaded stud break was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints. Based on the information reviewed, a cause for the observed threaded stud break cannot be determined. The broken threaded stud however, resulted in the material separation of the clip from the cds and caused the inability to close the clip and ultimately the difficulty removing the cds from the sgc. Therefore, the material separation, inability to close the clip and the difficulty removing the cds from the sgc appear to be related to procedural circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip separation. It was reported this was a mitraclip procedure performed to treat functional mitral regurgitation (mr), with an mr grade of 4+. The steerable guide catheter (sgc) was inserted and the cds was advanced. With the intention of aligning the clip perpendicular to the line of coaptation, the grippers were raised, the clip was unlocked and the clip arms were opened. However, after this maneuver, the clip suddenly separated from the delivery catheter tip. The clip remained on the gripper line and on the lock line. Due to the inability to close the clip, the decision was made to release sleeve deflection and to straighten the guide tip. The clip was inverted and was caught on the sgc tip. The devices were removed together. No damage was noted on the sgc. A new sgc and new cds were used. One clip was implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay during the procedure. There was no additional information provided.